Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden. Atrial undersensing was observed during atrial tachy response (atr). Adjustments were implemented for the alert duration, and it was recommended to increase atrial sensitivity at the next in-clinic review. The device remains in service and no adverse patient effects were reported.